Event description:
It was reported that during a scheduled retrieval of a vena cava filter using a snare, one leg of the filter allegedly detached and remains in the cava wall. The leg detached in the middle of the limb and allegedly perforated greater than 3mm. No clot was present in the filter. The filter was implanted 3 1/2 weeks ago, prior to knee surgery. It was alleged that it immediately tilted 45 to 60 degrees. Reportedly, the patient has experienced back and flank pain since the filter was implanted.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this manufacturing lot number. The sample was retained by the user facility, therefore, no sample evaluation could be done. Three photos were returned. Labeled post image after placement. Image showed a slightly tilted g2 filter. Labeled "pre-venagram, before ensnare removal", image quality was blurry. Showed a slightly tilted filter, the same degree of tilt as the initial implant photo. Anatomic landmarks could not be determined. Labeled post - there was a post-it note on the photo which stated, "leg fractured". The image quality was very poor-blurry and too dark to confirm the wire/pin in the picture was a detached filter limb. The result of the investigation was inconclusive and the root cause unknown. The current IFU (instructions for use): complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragment resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae. Perforation or other acute or chronic damage of the ivc wall.